Event description:
Account states that at one point in the circuit, the tubing had begun to melt and that a small hole had developed at the spot of the melting.

Manufacturer narrative:
One sample was rec'd for eval which confirmed the report. A melt and subsequent holes in the tubing were found in the expiratory limb. The melt was at the middle of the length and 3 inches in length. Its appearance and location is similar to what is found when blankets or other material are placed over or around the circuit. The resistance of the wires was checked and found to be within specs. There appeared to be no damage or hot spots in the wire present near the location of the melt. The sample was tested functionally. No alarms were sounded. The wires were able to maintain the set temperature. No excessive heat was produced and no further melts were recreated.